Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that starting about a week prior to the report, confirmed as (B)(6) 2020, the patient cannot adjust the stimulation up. This had previously happened, and the patient met with a manufacturer representative who adjusted the stimulation. The date of this previous adjustment could not be recalled. The patient noted that this all started occurring after his defibrillator was placed. There were no further complications reported.